Event description:
It was reported that the patient was experiencing symptoms of halos and glare in right eye after implantation of an intraocular lens (iol) greater than 3 months duration. The condition impairs her quality of life and at work. The patient can see within a distance of 12 inches from the computer. Patient distance vision is fine but has problems with the intermediate vision. She experiences cloudiness and difficulty reading the computer screen when it is close and doing paperwork. Her night driving has become very difficult as she sees large halos and glare at night that interfere with her driving. No further information was provided. A separate MDR is being filed for each eye.

Manufacturer narrative:
Date of birth unknown inplant date: not applicable as the lens remain implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.